Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported rupture, affected side unknown. It was later reported the device folded over on itself and was not "broken". This event of rupture is no longer reportable to FDA and will be un-reported. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Cont e1 phone number- (B)(6).

Event description:
Healthcare professional reported "informed at phone about a patient who will be operated soon due to rupture." The device has been explanted.